Event description:
The customer reported the system kept shutting down and rebooting during procedures. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation pcb's were evaluated and reseated. The system was tested and found to be working as intended and returned to service.